Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a patient death occurred. The patient had a myocardial infarction on (B)(6) 2014 (two days prior to the intervention with a csi orbital atherectomy device) and was supervised at the facility until the intervention on (B)(6) 2014. The target lesion was located in the mid-lad. The physician first used an intravascular ultrasound (ivus) to visualize the lesion. As the ivus catheter was being removed, the patient began to experience slow flow. Flow was restored once the ivus catheter was removed from the patient. The physician then advanced a csi coronary guidewire into the patient and loaded the csi coronary (oad) onto the guidewire. The physician completed two runs at low speed and one run at high speed. The physician noted slow flow and removed the oad from the patient. The physician then administered adenosine to try and relieve the slow flow, but it still persisted. The patient status started to decrease and a code blue was called. Emergency measures were taken to revive the patient, but were unsuccessful. The patient expired on (B)(6) 2014. Additional information was requested of the facility, but was unable to be obtained due to facility regulations.